Manufacturer narrative:
(B)(4), no device was returned for evaluation.

Event description:
This complaint is being entered as part of a retrospective review. A female patient had a laparoscopic cholecystectomy on (B)(6) 2011. She developed a rash in the area where benzoin and steri strips were applied. No treatment, outcome unknown.